Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-4020ht-09 fastthread¿ screw tap broke. This occurred during a case, the handle broke loose from the tap into two pieces. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is not confirmed. One unpackaged ar-4020ht-09 serial/batch number (B)(6) was received for investigation. Functional testing found that the driver shaft is attached to the blue silicone handle. Upon visual evaluation, it was noted that no broken or detached parts were from the handle or the shaft. However, it was found damaged/nicks on the threads and shaft. No problem found.

Event description:
Additional information was provided on 06/26/2023, where it was stated, this event occurred during an acl repair on (B)(6) 2023. It was realized two days after the case that the metal portion of the tap did not disengage from the blue handle as reported and no fragments were produced. The metal portion of the tap was just spinning and not gripping onto any of the cortex, another tap was used to complete the case. This was a younger patient with good bone quality.

Manufacturer narrative:
Additional information: b5, g3.